Event description:
Boston scientific received information that this patient with a right atrial (ra) and right ventricular leads experienced dizziness. Noise was observed on the rv lead which resulted to oversensing and pacing inhibition with pauses of up to six seconds. It was noted that this lead had a conductor fracture. Atrial lead impedance measurements were also elevated but stable with good pacing threshold measurements. Both leads were explanted and replaced with a competitor's leads. No additional adverse patient effects were reported. Additional information indicated that the lead conductor fracture was only confirmed through evidence of noise. There was no available information on the original access route. No further information noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.